Event description:
It was reported that the lead integrity alert was triggered to due to a high short interval count reflecting oversensing and there was non sustained tachycardia episodes. It was also reported that noise was inducible with pocket manipulations during the lead revision. The lead was capped and replaced with a new lead. No patient complications were reported due this event. It was further reported that the lead had a fracture. No patient complications were reported due this event.

Event description:
It was reported that the lead integrity alert was triggered to due to a high short interval count reflecting oversensing and there was non sustained tachycardia episodes. It was also reported that noise was inducible with pocket manipulations during the lead revision. The lead was capped and replaced with a new lead. No patient complications were reported due this event.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.